Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 272 mg/dl at the time of incident, but was 593 mg/dl during the call. The customer's symptoms included excessive thirst and urination. The customer treated with the insulin pump and manual injections. The customer performed the displacement test and it passed. The customer still did not feel comfortable with the device and requested a replacement.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.